Event description:
After three (3) year of implantation, the fixture fractured requiring its removal. The fixture was one of two implants supporting a prosthetic bridge attachment. Doctor re-implanted with a new fixture and the patient recovered with no complications.